Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump battery depleted rapidly. There was no adverse impact to the customer's blood glucose level. The customer reset the pump to address the issue and continued to use the pump for insulin therapy.